Event description:
A customer reported that their freestyle flash blood glucose monitor would not power on properly, and they were not able to obtain a glucose result. They then reported experiencing dizzyness, vomiting, and numbness in their feet. The customer then reported experiencing a loss of consciousness. Paramedics were called, and the customer was transported to a local hospital where they were diagnosed with diabetic ketoacidosis. Insulin was administered to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.